Event description:
It was reported that an ilet user experienced an occlusion alert with visible air bubbles in the tubing while using a cannula/infusion set, and blood glucose was 381 mg/dl without associated symptoms, which led to troubleshooting that included tubing re-priming and education to perform a full set change and allow insulin to reach room temperature before insertion. Symptoms included hyperglycemia without other clinical manifestations. Outcomes included continued pump use with expectation that insulin delivery would resume and correct the elevated glucose after the alert resolved. Investigation included customer service troubleshooting and education regarding infusion set management and insulin handling. Investigation of this case revealed a suspected infusion line air issue associated with cold insulin and set/tubing management, consistent with an occlusion alert related to the infusion set and tubing components. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.